Manufacturer narrative:
Product evaluation: h3 - lens was returned dry within a microcentrifuge vial. Visual inspection found a haptic bent and stretched out lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was later repositioned. The lens remains implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was removed and the problem was resolved. Claim# (B)(4).